Manufacturer narrative:
Investigation by the customer revealed reagent carryover was the cause of the discrepancies. (It seemed to be carryover between c-reactive protien (crp) and calcium). The carryover was a maintenance related issue. The issue was resolved by replacing the probes on both analyzers. Incorrect high calcium values might lead to unnecessary further diagnostic measures, wrong diagnoses as well as treatment (for example stopping supplement). In worst case scenarios, a wrong treatment to hypercalcaemia may be initiated. According to the information provided, some erroneous results were reported but the customer did not know how many or the dates and times. No adverse events were reported.

Manufacturer narrative:
Clarification of the analyzer serial numbers were provided: (B)(4). The initial results for patients 1,2,3,4,5,6,8,9,12 and 15 were generated on cobas 6000 analyzer c501, (B)(4). The initial results for patients 7,10,11,13 and 14 were generated on cobas 6000 analyzer c501, (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable calcium results for an unknown number of patients when tested on two cobas 6000 e501 modules, serial numbers (B)(4). Both analyzers currently have the same calcium reagent lot number, 643152, on board. (Lot number 643152 was placed into use on (B)(6) 2011). The customer did not know the specific date the issue began, only that some results were "mis-reported" in (B)(6) 2011. The customer automatically repeated all calcium tests and would request a third rerun if the first and second results did not agree. The customer provided results for 19 patients. Results for 15 of the patients were discrepant. It is unclear which analyzer generated which specific results. All repeat results were performed on (B)(6) 2011, it is unclear what dates the initial results were generated. Patient 1, initial result was 2.89 mmol/l. The first repeat result was 2.37 mmol/l. The second repeat result was 2.36 mmol/l. Patient 2, initial result was 2.95 mmol/l. The first repeat result was 2.4 mmol/l. The second repeat result was 2.36 mmol/l. Patient 3, initial result was 2.91 mmol/l. The first repeat result was 2.37 mmol/l. The second repeat result was 2.35 mmol/l. Patient 4, initial result was 2.5 mmol/l. The first repeat result was 1.97 mmol/l. The second repeat result was 1.9 mmol/l. Patient 5, initial result was 3.21 mmol/l. The first repeat result was 2.36 mmol/l. The second repeat result was 2.36 mmol/l. Patient 6, initial result was 2.7 mmol/l. The first repeat result was 2.22 mmol/l. The second repeat result was 2.16 mmol/l. Patient 7, initial result was 2.66 mmol/l. The first repeat result was 2.13 mmol/l. The second repeat result was 2.18 mmol/l. Patient 8, initial result was 2.42 mmol/l. The first repeat result was 1.92 mmol/l. The second repeat result was 2.05 mmol/l. Patient 9, initial result was 2.61 mmol/l. The first repeat result was 2.12 mmol/l. The second repeat result was 2.2 mmol/l. Patient 10, initial result was 2.68 mmol/l. The first repeat result was 2.21 mmol/l. The second repeat result was 2.21 mmol/l. Patient 11, initial result was 2.88 mmol/l. The first repeat result was 1.93 mmol/l. The second repeat result was 1.93 mmol/l. Patient 12, initial result was 2.75 mmol/l. The first repeat result was 2.25 mmol/l. The second repeat result was 2.22 mmol/l. Patient 13, initial result was 2.7 mmol/l. The first repeat result was 1.58 mmol/l. The second repeat result was 1.69 mmol/l. Patient 14, initial result was 2.69 mmol/l. The first repeat result was 2.2 mmol/l. The second repeat result was 2.2 mmol/l. Patient 15, initial result was 2.91 mmol/l. The first repeat result was 2.44 mmol/l. The second repeat result was 2.36 mmol/l. The third repeat result was 2.38 mmol/l. According to the customer, some erroneous results were reported outside the laboratory but she did not know how many or which ones were reported. Some of the results were questioned by the consultants. The customer was not aware of any misdiagnosis or patients adversely affected due to the erroneous results. He was not aware of any patient treatment being changed or delayed. No adverse events were reported.